Manufacturer narrative:
E1 phone: complete phone number is (B)(6). All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported elevated reactive rates architect syphilis tp and provided the following data: the customer took reactive samples, and performed further testing, which all tested samples generated negative results for tppa & trust platform. The customer believes the architect results are false positive. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and cleaned the tubing, probe which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional issues of false reactive syphilis results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the tubing, probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the tubing, probe were identified.

Event description:
The customer reported elevated reactive rates architect syphilis tp and provided the following data: the customer took reactive samples, and performed further testing, which all tested samples generated negative results for tppa & trust platform. The customer believes the architect results are false positive. There was no reported impact to patient management.